Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported is accurate or has been confirmed.

Event description:
According to the report, a few months after implant the eptfe portion of the hero graft began to leak and is aneurysmal. The hero graft was revised with a new outflow component and arterial graft with a flixine graft. The surgeon expressed his concerns with the arterial graft portion having poor durability.